Manufacturer narrative:
Submit date: 11/02/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that it was found that the adapter of the catheter had a slow bleed during dialysis. The physician replaced the adapter with one from another tem, (B)(4). The patient was involved with no injury.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot and there were no changes identified that may impact the product/process related to reported condition during a period of six months prior to manufacturing date. The actual device involved came inside a plastic bag and it did not present signs of use. Visual inspection was performed and it was observed that the blue adapter was detached from the extension and it was not presented attached to the sample. It can be noted the venous extension was cut. The red adapter was reviewed in order to confirm the reported issue; however it did not present any failures. The DHR review showed no deviations and the reported issue was not confirmed based on the sample analysis. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; therefore it can be concluded that the adapter was more likely damaged during use. Despite the issue not being confirmed, the most probable root cause can be the result of over tightening the adapter as noted in the instructions for use (IFU). This failure mode is being addressed by a corrective and preventive action and therefore it is being referenced in this complaint. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.